Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the power supply unit and power cord were defective, the internal power supply was defective, the front of the device was scratched, the adhesive on the front came off and due to poor contact of the switching regulator, the power could not be turned on. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor could not power up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty power cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.